Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on stored egm was observed when an asymptomatic patient presented in clinic during follow up. Programming changes were made. Patient's condition was fine.